Manufacturer narrative:
The customer reported the following potential lot numbers: h19j07053, h2od13100, h2oe19054. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked, further described as "leakage from middle of the transfer set not at the titanium connector." The leak was observed during use for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: during investigation, the suspect lots were determined to be the following valid lot numbers - h19j07053, h20d13100 (previously documented as h2od13100), h20e19054 (previously documented as h2oe19054). H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the transfer set. There was evidence that an insert chip was present on the female connector, however, the insert was not returned with the sample for analysis. There was no solvent present on the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported leak was not verified; however a separation was verified. The cause of the separation between the female connector and main body of the transfer set was determined to be inadequate solvent application during manufacturing. A batch review was conducted for the suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.